Event description:
As reported by the user facility: nurse hung a primary line rate 80cc/hr, piggyback of gentamycin to run at 100cc/hr. The nurse stated she came back 5 minutes after starting the piggyback and it was empty. Additional information provided by the facility indicated it could not be determined if this inicident was due to the set or the pump or a personnel issue. The sample was discarded and is not available to be evaluated. A hearing test was performed on the patient and it was noted that high fequency testing revealed permanent damage. However, the patient had not been tested prior to the incident.

Manufacturer narrative:
The actual device is not available for the manufacturer to evaluate. Without the actual sample, a thorough evaluation could not be performed. No specific conclusions can be drawn.